Event description:
It was reported that (1) device was used during a thorascopic lobectomy. It was reported by the affiliate that the atb35, with a tr35w, did not fire completely. Another instrument was used to complete the case. There was no consequence to the pt.